Manufacturer narrative:
Additional product code: kwp, mnh, mni, kwq. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a procedure while placing a left sided s2ai screw, the tip of 5.5 nav driver - shaft t20 sheared off inside the drive recess of the screw. As this was a revision surgery, this screw was already implanted previously and the surgeon was replacing it in a new trajectory. After the driver broke, the screw was successfully removed and a new screw was implanted. The hospital discarded the screw with the broken driver tip. The surgeon¿s complaint is the tip of an expedium 5.5 screwdriver (t20) is too small/weak when inserting larger diameter screws, specifically in revision surgeries such as this when the bone is sclerotic. Procedure was completed successfully. This report is for one (1) exp ti poly screw 8mmx80mm. This is report 2 of 2 for complaint (B)(4).